Event description:
It was reported the device overheated during testing at the user facility. The procedure was completed successfully with no delay, medical intervention, or adverse consequences reported.